Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened bolus express button dome switch. No button error alarm noted during testing. The insulin pump had a broken keypad overlay, cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. The insulin pump fell down from a recliner. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.